Event description:
Baxter (B)(4) received a report that one (1) lv250 intermate ruptured during patient use. The device was filled with tobramycin 560mg /125ml in sodium chloride 0.9%. With approximately 1-2 ml of solution remaining, the elastomeric ruptured. There was no report of patient injury or medical intervention. No additional information.

Manufacturer narrative:
(B)(4). Additional narrative: a photo of the device has been received by baxter for evaluation. Photo evaluation confirmed the report of a rupture. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A tier ii CAPA idc-(B)(4) was initiated to address the root cause investigation of the bladder rupture issue. A batch review was conducted which found no nonconformances.